Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing a rash had a occurred while wearing the pod longer than 48 hours. The patient sought treatment from a clinic. Despite good faith attempts to obtain further details, no additional information was provided.